Event description:
It was reported that the lens was removed and replaced due to an improper intraocular lens (iol) power. No adverse effect and no patient injury was reported.

Manufacturer narrative:
Evaluation of the returned lens found it covered with surface residue. In addition, the lens was returned missing one haptic. This is not inconsistent with an explanted lens. Diopter inspection of this lens found it to meet specifications for optical properties. Results showed the lens to measure 18.5 d and is correct as labeled. Review of the production order specifications records for this lens found that it met all manufacturing specifications prior to release. Our investigation identified no product deficiency, suggesting that this event was not caused by the intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. (B)(4): placeholder.